Event description:
It was reported that during the implant procedure the physician was unable to manipulate and deliver the right ventricular (rv) lead as it was a very tight space near the clavicle. The physician also had the same issue with the atrial lead. It was noted that each lead had stretched upon removal. The physician then requested new leads with polyurethane material; which were implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).